Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that chest pain, st elevation, stent thrombosis, vessel no-flow, and cardiac arrest occurred. The target lesions were located in the proximal left anterior descending artery (p-lad) and proximal right coronary artery (p-rca). Patient was given plavix, aspirin and 10,000 units of heparin during the procedure. Activated clotting time was in the therapeutic range to 78. A 3.00 x 38 synergy ii stent was successfully implanted in the p-lad and post-dilatation was performed by a 3.25 x 15 nc emerge balloon catheter. Post-angiogram was performed and results were great. Subsequently, a 3.0 x 16 synergy ii stent was advanced and implanted in the p-rca. However, within the hour the patient was in the post-recovery unit, patient complained of chest pain and st elevation was noted. Angiogram was performed in the stented area where the stents were implanted and stent thrombosis was noted. The whole vessel had closed and thrombolysis in myocardial infarction(timi) flow was down to zero and patient had arrested code blue. Patient was placed on a non-bsc support device, followed by extracorporeal membrane oxygenation (ECMO). The clot within the stent was removed with an angiojet catheter and was post-dilated. No further complications were reported and the patient's status was finally stable and ambulatory.